Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin and ciprofloxacin (dose and frequency were not reported) for the event. At the time of this report, the patient was recovering from the event. On an unreported date, extraneal therapy was discontinued. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered from the peritonitis event. On an unreported date, the patient began treatment with dianeal 1.36 for continuous ambulatory peritoneal dialysis (capd) therapy. Should additional relevant information become available, a supplemental report will be submitted.